Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a damaged dilator tip was confirmed. The product returned for evaluation was one 4.5fr microez microintroducer. A gross visual inspection of the returned unit found that the dilator tip was deformed and use residue was present inside the sheath. Further inspection of the dilator tip under a microscope found that a segment of the tip had buckling of the edges and opposite of the buckling site, the tip folded in on itself such that the fold crease extended past the inner diameter of the tip. Additionally, the dilator tip edge was rough (non-uniform) throughout the whole diameter. These features suggest that the dilator may have been damaged during use due to excessive insertion force, guidewire interference, and/or a steep insertion angle. However, based on the available evidence, other potential factors could not be ruled. Therefore, the root cause remains unknown. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported by the customer, doctor planned a case for powerpicc placement in a pediatric patient. When supporting staff opened the kit and started priming the component, she found the dilator was not proper, it was not smooth at the distal tip so the doctor postponed. No serious injuries to the patient.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and it will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported by the customer, doctor planned a case for powerpicc placement in a pediatric patient. When supporting staff opened the kit and started priming the component, she found the dilator was not proper, it was not smooth at the distal tip so the doctor postponed. No serious injuries to the patient.